Manufacturer narrative:
E1: reporting institution phone: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a 110b (check vent: proximal pressure sensor auto zero failed) error code. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. Troubleshooting and resolution of the device is pending service of the device. The investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the field service engineer (fse) received 08/16/2023, it was stated that the pressure sensor device issue was found at the philips repair center as a defect on arrival (defoa). It was determined that the cause of the device issue was the installment of new flow sensors. The resolution is the provision of part credit to the repair center to order another flow sensor for their stock. Multiple gfe attempts were made on (B)(6) 2023, requesting the serial number of any v60 device involved in the defoa issue. No serial number was provided, and it remains unknown. This issue was identified as a defoa issue. Based on this information, this is not a reportable event.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the field service engineer (fse) received 08/16/2023, it was stated that the pressure sensor device issue was found at the philips repair center. It was determined that the cause of the device issue was the installment of new flow sensors. The investigation is ongoing.